Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not open. A field service engineer (fse) investigated a reported issue with pocket a0, which does not exist in drawer six, making a delay in medication delivery impossible. All trays were reseated to the row ribbon cable, but recovery attempts triggered a maintenance request. The issue was escalated, where the database was cleaned and synced. The drawer was disconnected, rediscovered, and medications were reloaded. No failures or pockets remained, service was fully restored, and hardware test application tests confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had ubc-8hc main drawer 6pocket a0 failure. Device not detected on bus and attempted to restart pyxis and still stated required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.